Event description:
The customer reported that the 12 lead ECG connector works intermittently. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.